Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "the initial implant was done 20+ years ago. Failure was due to implant breakdown, because it was done so long ago. A revision surgery was performed."